Event description:
Mako received a medwatch report, which described a bilateral unicompartmental partial knee arthroplasty that resulted in poor patellar tracking. The surgery was followed by six months of physical therapy. Total knee replacements were scheduled for (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
Add'l lot # 12461009, expiration date: 03/2015. Device manufacture date: 03/2010. An eval of the reported event is currently in progress at mako surgical.